Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing and whole blood. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Customer¿s mother reported customer received a reading from his adc blood glucose meter which was lower than a subsequent reading obtained at the hospital. Caller further reported that on (B)(6) 2017 customer received a reading of ¿lo¿ (a reading less than 20 mg/dl) at 8:00 am and noted he was experiencing ¿fatigue, extreme thirst, was hungry and sleepy¿. Customer then ate breakfast, while caller contacted customer¿s healthcare provider via phone. Caller was instructed to bring the customer to the hospital. At the hospital, a reading of 500 mg/dl was received at 10:30 am from a hospital meter. Customer was hospitalized, diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Customer remained in the hospital for four days while his blood glucose was stabilized. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer received a reading from his adc blood glucose meter which was lower than a subsequent reading obtained at the hospital. Caller further reported that on (B)(6) 2017 customer received a reading of ¿lo¿ (a reading less than 20 mg/dl) at 8:00 am and noted he was experiencing ¿fatigue, extreme thirst, was hungry and sleepy¿. Customer then ate breakfast, while caller contacted customer¿s healthcare provider via phone. Caller was instructed to bring the customer to the hospital. At the hospital, a reading of 500 mg/dl was received at 10:30 am from a hospital meter. Customer was hospitalized, diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Customer remained in the hospital for four days while his blood glucose was stabilized. There was no report of death or permanent injury associated with this event.